Manufacturer narrative:
Additional information received on 13 july 2016 from the initial reporter and includes: the revision surgery has been postponed on (B)(6) 2016. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: three years after primary cemented tka the tibial base is considered radiographically loose. Male, heavy patient. In the sagittal view, the slope of the tibial component appears very pronounced, particularly for a posteriorly stabilized implant. This may be relevant for the subsequent loosening, but no conclusion can be drawn. Batch review performed on 22 july 2016. Lot 132751: (B)(4) items manufactured and released on 22 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the primary surgery, the patient has never gone well, he always had pain and got problems to walk. A revision has been scheduled.

Manufacturer narrative:
Additional information received from the initial reporter on 18 november 2016 and includes: the patient feels well and won't get operated.